Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: e2, e3, g3, g6, h2, and h10. No other devices were involved in the event. The customer does not know when the event was observed, but there was an unspecified delay for the intended procedure.

Manufacturer narrative:
There is more information on the device. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. It is likely that this issue was caused by unexpected stress on the camera head due to the user's handling, resulting in the failure of the charge couple device unit, which resulted in the absence of images. The instructions for use includes the following statements which can prevent the issue from happening: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not yet available. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the image yielded no image. This was attributed to the faulty charge couple device unit.

Event description:
As reported for this event, the device yielded no image. There is no reported harm to any patient.